Event description:
Consumer opened a new package containing a nasal aspirator. Described the tip as being dry rotted. Said it was brittle and damaged. Spoke with the MFR who asked them to mail it to them. Consumer thinks it is the way that it was packaged and temperatures it may have been exposed to that caused the damage.